Event description:
A surgeon reported unexpected outcome following intraocular lens (iol) implant surgery. The surgeon stated the lens did not cause or contribute to the event; however, the cause is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested (B)(6) 2011 and (B)(6) 2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).